Event description:
It was reported during a catheter repair procedure, the cuff was allegedly too tight, and it was not possible to easily connect both sides of the repaired and new catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a catheter repair procedure, the cuff was allegedly too tight, and it was not possible to easily connect both sides of the repaired and new catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported connecting muff too tight issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported connecting cuff too tight issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a catheter repair procedure using broviac cv catheter repair kit, single-lumen. During a catheter repair procedure, the cuff was allegedly too tight, and it was not possible to easily connect both sides of the repaired and new catheter. There was no reported patient injury.